Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the. It was reported by customer that the IV pump alarming "occluded". IV line flushed and confirmed blood return on chest port, pump still beeping "occluded".

Manufacturer narrative:
H.3 if a device evaluation and or device history review is completed a supplemental report will be filed.